Event description:
Medtronic received information that 8 years and 1 month post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. No intervention or adverse patient effects were reported. . Subsequently 33 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to aortic stenosis and mild aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.